Event description:
The clinician reports the implant was inserted 2021-01-29 in ada 14. On 2023-03-31, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.